Event description:
It was reported during an open lung biopsy while using a tl30 the device was fired and no staples were expelled and surgeon cut the tissue. There was bleeding and as a result the patient was given blood. The surgeon used prolene suture to close the tissue and the case was completed with a tlc75.

Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number, a-h41e8k b-k46j; cartridge position, a-loaded b-not loa; casing position, forward; hook shroud condition, good; lockout slide position, unlocked; number of staples returned in cartr ab-none; retaining pin position, forward; safety position, unlocked and trigger position, closed. Functional tests & results: indicator function properly, yes. Analysis conclusion: based on the info received and the visual and results, no conclusion could be reached as to what may have caused the reported incident. The batch history records were investigated on the instrument and both of the returned cartridges. There were no anomalies noted for missing staples during mfg. It should be noted that a 100% visual inspection takes place during mfg to ensure that all staples are present prior to shipment. Mfg and engineering have been notified of the reported incident.